Event description:
Due to past history of v tach (ventricular tachycardia) and coronary vascular disease with cardiomyopathy and diabetes, the decision to change out the pacemaker due to the recall was made. The exchange was made without trouble.